Manufacturer narrative:
The surgeon had reported this event to european authority, (B)(6). The manufacturer is in the process of investigation and obtaining additional information.

Event description:
On (B)(6) 2016, the manufacturer was notified of the following from (B)(6) as reported by the surgeon : "medical device issue. Residual symptomatic aortic stenosis following implantation of a medium perceval sutureless aortic valve. Date of surgery (B)(6) 2015. Reduced excursion of the non-coronary valve leaflet. No pannus appears mechanical. Issue with valve implantation. New valve with stringent (perhaps not followed) implantation requirements."

Manufacturer narrative:
The device history record for this perceval valve was reviewed and results were within specifications. From the investigation performed at sorin group italia on the DHR (device history records), the perceval-s valve, object of the event, resulted conform to the manufacturer specifications. On the base of the hospital feedback, it resulted that the surgeon perhaps not followed the implantation requirements. The patient results currently under monitoring, with no need of re-operation. Device not explanted.

Event description:
As of (B)(6) 2017: (B)(6) (consultant cardiac & transplant surgeon, clinical director for quality & patient safety at (B)(6) hospital): no intervention has been taken at that time. The patient is being reviewed in the patient clinic by cardiology team as high gradient across valve and one leaflet relatively immobile. Decision for reoperation has not been made. Based on the surgical note of the post-operative period a high gradient across the valve was already detected on peri-operative toe (transesophageal echocardiogram). Update received on (B)(6) 2017, and (B)(6) 2017 from dr. (B)(6), cardiologist who is following the patient :the patient is still being monitored. No surgery is planned. The patient shows on-going breathlessness and the patient has not attended last 2 appointments.